Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose was 600 mg/dl. The customer's insulin pump alarmed no delivery; she attempted to bolus but the cannula was bent. The patient treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced as the bent cannula was identified as the cause of the hyperglycemia.